Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code tubing connector is cracked, split, deformed, leakage may occur. The batch 6007255 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6007255 were previously tested in complaint (B)(4) on 24/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6007255 was manufactured according to the wi version 114 in the line 9, on 25/may/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4e03045 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 24/may/2024, with a total of (B)(4) units. The lot 4d02577 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 25/apr/2024, with a total of (B)(4) units. The lot 4d05577 was manufactured according to the wi version 64 in the gluing of tubing in the machine sc03, on 13/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/jul/2025 against malfunction code tubing connector is cracked, split, deformed, leakage may occur and lot 6007255 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a damage to connector where tubing was attached on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.